Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog#igtcfs 65-1-fem-celect-pt g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: (B)(6) grade 1 & 2 filter leg interaction with ivc wall. During the index procedure on (B)(6) 2015, the patient received a celect® filter. The primary reason for filter placement was a current dvt due to poor compliance with anticoagulation. The inferior vena cava (ivc) diameter at the intended filter location was 23 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the left common femoral vein as the access site, a celect® filter (gpn g34502, lot # e3351698) was deployed at the intended location in the ivc suprarenal/infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasations of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was >= 16 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was not assessed due to no fiduciary or marking catheter. There was no evidence of filter migration, extravasations of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 2.9 degrees. The post-procedure x-ray was not performed. On (B)(6) 2017 (497 days post-procedure), the 12 month follow-up clinical assessment and ultrasound were completed. Filter retrieval was not scheduled due to an ongoing risk for pe. The ultrasound revealed the presence of thrombus in the right pelvic veins and right lower extremity veins. Analysis revealed no thrombus in the ivc, pelvic veins, and lower extremity veins. On (B)(6) 2017 (527 days post-procedure), the 12-month CT and x-ray was completed. There was no evidence of filter embolization. The angle of filter tilt in the sagittal plane was two degrees and one degree in the coronal plane. There were no grade 0 or grade 3 filter legs. There were 10 filter legs with grade 1 interaction with the ivc wall. There were two filter legs with grade 2 interaction with the ivc wall. There was no evidence of hemorrhage, hematoma, or other clinical findings were observed at the perforation/puncture site. The x-ray revealed no evidence of filter fracture, embolization, or migration. Filter tilt was = 16 degrees. Analysis revealed no evidence of deformation, fracture, or embolization. Migration was not assessed. The angle of filter tilt in the ap was 1.2 degrees. Analysis noted: ¿unable to assess migration as original post procedure x-ray was coned down and didn¿t allow for precise baseline localization.¿ patient outcome: the patient remains in the study.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on description of event and review of provided imaging. According to the description of event, imaging from time of placement demonstrated filter tilt =16 deg and filter legs appearing outside the column of contrast. Imaging 527 days post-procedure demonstrated ten legs with grade 1 interaction, two legs with grade 2 interaction and filter tilt =16 deg. The imaging review confirms perforation of ivc on imaging 527 days post-procedure with one grade 3 interaction (primary leg), one grade 2 interaction (primary leg), and ten grade 1 interactions (2 primary legs, 8 secondary legs). The filter leg involving the grade 3 interactions abuts the right ureter. There is no comments in the complaint report regarding any symptoms related to the perforations. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.